Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that error message appearing in english and would like to know more. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer(rse) assessed the device with customer's assistance. It was found that device has a function test failure message and customer wants to know the meaning of these errors. Customer has never given any feedback after rse has sent the log retrieval procedure for it. So no information is available. The device has not been made available to philips. Visual and functional testing could not be performed. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time, and no additional evaluation is necessary at the moment. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The information in the complaint investigation summary addresses the current investigation findings. No further investigation into this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has error message appearing in english, and customer wants to know more on it. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.